Event description:
A customer reported experiencing a cartridge alarm 20 during the insulin pumping process, but there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump as corrective action. The customer was informed about the replacement process and backup therapy using multiple daily injections (mdi) was discussed to ensure continuous insulin delivery. The customer acknowledged receiving instructions for returning the faulty pump and agreed to the replacement procedure.